Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was not communicating with the server. A technical support specialist observed that the station was not communicating due to a customer network issue. The issue was resolved, and an rss case was opened for db manual recovery, which was also resolved. The system functioned as intended after the technical support specialist verified the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es cabinet was not communicating with es server. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.